Event description:
Caller reported inform system blood glucose results: (B)(6) 2011 at 06:02 am inform system 1 was 340 mg/dl (B)(6) 2011 at 06:04 am inform system 2 was 125 mg/dl no adverse event reported. A request was made for the return of the strips.

Manufacturer narrative:
(B)(6).